Event description:
It was reported that during pre-dilatation of a heavily tortuous, heavily calcified, concentric, 99% stenosed lesion in the mid left anterior descending coronary artery (lad), a trek rx 2.75x15mm balloon dilatation catheter (bdc) met resistance with the lesion on advancement and the balloon ruptured on the first inflation of 4 atmospheres for 30 seconds. No force was applied on advancement of the device. The device was completely and easily removed from the anatomy without resistance. The procedure was completed using another non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: bright tip 7f xb3.5sh. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.